Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, smoker, overheating of bone - possibly (but dentist use interior irrigation) mobility. Patient had 8 implants placed - he recently lost 2 placed 12 years ago. This was completely unexpected. All facts seemed to be optimal for success. Patient felt like bone was coming out and pulled it out.